Event description:
It was reported that the patient's reported driveline infection was resolved on 17aug2018. No further information was provided.

Event description:
It was reported that the patient's reported driveline infection was resolved on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Date of event: corrected information. Event: additional information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 11 months. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a driveline with purulent secretion from driveline and erythematous skin: darkness skin with sequela of blisters on the sides. Infection classified as (B)(6) and is being treated with oral antibiotics ((B)(6) 100 mg every 8 hours). No further information provided.